Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 fp type1 pps so 4.0 cat# 51-100040 lot# 6118728, tprlc xr mp t1 pps 17x119mm cat# 51-145170 lot# 3856409, tprlc 133 t1 pps ho 11x142mm cat# 51-104110 lot# 2775655, tprlc 133 fp type1 pps so 5.0 cat# 51-100050 lot# 2870602, tprlc 133 mp type1 pps ho 15.0 cat# 51-107150 lot# 3769795. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00626. 0001825034-2020-00627. 0001825034-2020-00628. 0001825034-2020-00629. 0001825034-2020-00631.

Event description:
It was reported the debris was found in sterile packaging while investigating stock. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.